Event description:
Pt was being transferred to another unit with zosyn infusing. On arrival pt noted to be bleeding from IV and IV tubing broke at one of the connections. Manufacturer response for IV tubing, clearlink (per site reporter).